Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the pilot line of a pediatric 4.5 smiths medical bivona fome cuffed trach tube was found to have a slit in it while in situ in a pediatric patient. Slit was immediately next to the red pilot valve. This trach was new and inserted on nov 24th. No adverse patient effects were reported.